Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding right away after pressing it. The customer's blood glucose level was 101 mg/dl. The mentioned that the insulin pump was somehow stuck. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. The customer mentioned that the center button was unresponsive. They mentioned that the menu button had to be pressed multiple times. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. The customer mentioned that the issue started yesterday. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer was unable to clear the alarm. Customer stated all buttons were not responding. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.